Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 220 mg/dl in association with a cartridge leak and repeated occlusion alerts. The event was resolved after a complete supply change. No symptoms were reported, and no medical intervention was required.